Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: b5 and h10. During the subject device evaluation, an addition issue with the software version was recommended to be updated from 4.0 to version 4.10.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: event was caused by the defective patient board set. During the subject device evaluation, an additional issue with the software version was recommended to be updated from version 4.0 to version 4.10. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction was found during the preparation stage of a procedure.

Event description:
The customer reported to olympus, the evis exera iii video system center did not work with the 180-scope series. The intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of did not work with the 180-scope series was confirmed. Device evaluation found that the processor would not work when a 180-series scope was attached and was due to a faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.